Manufacturer narrative:
A ge service representative performed an on site investigation. Although the failure could not be duplicated the image processor, display, and video control circuit boards were reseated as a proactive measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the system 8800 was excessively dark. The system was reinitialized and there were no further problem. There was no adverse pt involvement reported. There was no pt info reported.